Manufacturer narrative:
The end user provided an incident report with additional information that is contained in this follow up report. It was noted the patient sustained a laceration as a result of the incident and required evaluation at the ER. An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. There were no observations that would have contributed to the reported incident and the stretcher was found to be in proper working condition.

Event description:
It was reported the stretcher tipped over while transporting a patient. No additional details have been provided.

Event description:
It was reported the stretcher tipped over while transporting a patient. No additional details have been provided.